Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to the following. The cause of this event might be that the connecting part of the bending section was deformed. Since the direction in which the bending tube was deformed was not the direction in which the device could be bent, it was considered that the bending tube was bent by a strong external force. It could not be assumed that a strong external force was applied to the curved tube during the procedure, so it was presumed to be handled outside the procedure. Therefore, it was presumed that this event was caused by the handling of the user. Olympus stated that the appropriate handling and the inspection of the device in the instruction manual. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), it was found that the rubber of the bending section of the subject device had been torn and the inner metal had been protruding. There was no report of patient injury associated with the event.